Manufacturer narrative:
Initial MDR submission with device evaluation. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10 manufacture narrative.

Event description:
Materials#: 2420-0500 batch#: unknown it was reported by the customer that the IV tubing was leaking by the cassette that gets secured in to the IV pump was the source of the leak. Verbatim: rcc received a complaint via email. Email(s) attached incident or problem information ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2024. Site name/location: (B)(6) hospital level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet (health canada): yes incident details: noted a puddle on the floor in pt's room. In investigating the source of the large puddle noted that the IV pump, tubing and the basket area behind the head of the bed also was wet and had a puddle. Noted that the IV tubing was leaking by the cassette that gets secured in to the IV pump was the source of the leak. No holes were noted, but that it was leaking from a connector part in the IV tubing. IV tubing was changed out. Impact of incident: diminished IV intake of fluid unknown amount and possibly decreased amount of potassium replacement infused. Who was affected? Patient device information device name/description: set alaris pump primary 20 drop 2y with check valve smartsite 116 inch pv 18ml manufacturer: carefusion manufacturer code/model: 2420-0500 serial or lot number: unknown device expiry date (yyyy-mm-dd): unknown supplier: cardinal health canada inc supplier catalogue number: al2420-0500 was the device retained? No.